Event description:
The family member used the device to check the pt's blood glucose. Family member obtained a result of 82 mg/dl and gave pt soda. Family member retested and the result was 72 mg/dl. A third test result was 128 mg/dl all in about a ten minute time span. Pt became unresponsive. Emergency medical technicians were called and they checked pt's glucose at 40 mg/dl. Pt was taken to the hosp and treated for hypoglycemia. Level 1 control was in range on the system. The device was replaced and requested to be returned for evaluation.